Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the power cord. The system was tested and verified as ready for use. The power cord was scrapped and will not be returned back to isi.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the power cord on the back of the patient side cart was broken. The user converted to another da vinci system to continue with the procedure. There was no report of patient involvement or patient injury.